Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es random drawers were failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer failed. The field service engineer (fse) had identified a spill in the full height drawer, requiring its replacement. The fse had resolved the issue by replacing the drawer and verifying proper functionality. The system functioned as intended after the field service engineer repaired the device.